Event description:
Walking by the bedside for night shift rounds, and nurses called out "neobar is off". On arrival by this advanced practice nurse (apn) and doctor, the bedside nurse was calling for help, the rn was holding the neobar to the infant's left cheek, and the infant was lying on the right side. The infant's heart rate was in the 150's-160's, desaturating into the 80's, visualize chest rise, audible breath sounds, and a pedi cap was placed with no color change. The infant began having bradycardia. Infant required reintubation.